Event description:
During external fixation surgery, when the apex pin was inserted to the patient bone, the pin stopped. Then the surgeon extracted it, it was deformed. The surgeon exchanged the pin for a new one and tried to insert it, but the new one would not go through the second cortex. The surgeon discontinued external fixation and changed the treatment to steel wire traction. The surgeon used a power tool to insert the pins.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the pin was deformed could be confirmed. The reported event that it was impossible to insert the pin could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. It¿s to assume that the deformation of the pin was caused by not take into consideration to insert the pin 90° to the long axis of the bone and high speed inserting with a power tool. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. There is no similar complaint reported within the same lot#. No deviation from the specification was noted.

Event description:
During external fixation surgery, when the apex pin was inserted to the patient bone, the pin stopped. Then the surgeon extracted it, it was deformed. The surgeon exchanged the pin for a new one and tried to insert it, but the new one would not go through the second cortex. The surgeon discontinued external fixation and changed the treatment to steel wire traction. The surgeon used a power tool to insert the pins.